Event description:
Patient was ordered to have a PICC placed on (B)(6) 2025. I went down to talk with pt and her father about the PICC, the risks involved, and how to care for it. I was informed by pt that she had a traumatic experience with the midline placed a year ago that resulted in a dvt(deep vein thrombosis). She was given ativan 0.5 mg before I looked through her left upper arm with the ultrasound and saw two adequate veins for a PICC. Bard powerpicc catheter with 3cg lot# reju1135 was used. The first attempt was through the brachial veins. The needle and wire successfully went through without any issues. After nicking the insertion site, the wire was threaded through the dilator before inserting the dilator. The dilator/introducer started to buckle after advancing a third of the way in. I explained to the patient that I would need to stick her again due to not being able to successfully advance the dilator. The patient agreed to the second stick. A separate dilator/introducer kit was opened to be used for the second stick. The second stick was into her cephalic vein where the PICC (peripherally inserted central catheter) was successfully inserted without any further issues.